Event description:
Rn noticed upon entering pt room that the tubing had split. IV had to be removed and restarted by vascular access team. This was a particularly difficult access for both the original and subsequent replacement.